Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that multiple unexpected shutdown occurred and that a cartridge issue occurred. Customer experienced an elevated blood glucose level; level was unknown. Customer declined to provided additional information and further troubleshooting with tandem technical support. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.